Manufacturer narrative:
Review of received information: on-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. The pressure transducer printed circuit board has been suspected as defective. However, troubleshooting of the issue is still ongoing, therefore further information was requested, but not yet received. Contact person phone number: (B)(6).

Event description:
It was reported that the ventilator generated an alarm indicating low positive end expiratory pressure (peep). There was no patient harm. Manufacturer's ref. #: (B)(4).